Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that patient reported feeling pop. Upon further evaluation, physician discovered by x-ray that a set screw had come loose and cage had backed out. The devices were explanted. There was no patient symptom reported. There were no further complications reported regarding the event. Update: procedure involved - l4-s1 tlif there was a delay in the procedure by more than 60 mins, as revision surgery had to be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #705048947:part # 6540530, lot # h5672319 visual and optical inspection did not reveal any damage to the female torx head, but the threads of the set screw appear to be worn/used. Functional check with a sample bone screw confirmed the set screw was still able to thread into the head of the screw without any issue. There are no signs of off axis/ uneven wear on the bottom surface of the set screw from the seating of the rod. Unable to determine root cause of set screw backing out. Additional information: d4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Radiographic image review: intra-op oblique view/multiple views of l4 to s1 instrumention interbody graft at l4-5. All three levels instrumented on one side, l5 slipped on the other because of small pedicle in the second image. Rod appears a poor fit to the screw head. In some images, no l5 screw is present, but an l5-s1 interbody graft is. It is presumed that the l5-s1 cage was removed and an l5 screw added to the construct. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.